Event description:
The manufacturer's service technician replaced the ventilator's power supply snubber board per field action notification. Upon completion of service, the snubber board was returned to the manufacturer from the international distributor. Upon receipt of the snubber board at the manufacturer, visual examination revealed signs of damage to the snubber pcb as a result of arcing. Damage to the snubber pcb may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down. There was no problem reported with the ventilator prior to field action service. The ventilator was not in use on a patient and therefore there was no patient involvement or harm.